Manufacturer narrative:
(B)(4). A visual analysis of the returned device revealed that the handle cannula was detached from the handle. Additionally, the proximal end of the cannula was found crimp, indicating proper assemble during manufacturing. Functional inspection was performed and found that the basket would not close. Manufacturing processes include extensive inspections to ensure that all finished devices meet specifications. Most likely that during the procedure the device could have been manipulated. It is possible that due to anatomical and/or procedural factors encountered during the procedure could have increased the resistance within the working length, and then with an attempt to open or close the basket the handle cannula got detached. Therefore, the most probable root cause selected for the complaint is "operational context". The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an optiflex¿ nitinol retrieval basket was used during a transurethral ureterolithotripsy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the basket was used to remove the stone. When the basket dial was rotated, the basket would not open and close. It was then found that the pull wire was broken. There were no patient complications reported as a result of this event.